Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after an unknown procedure, the patient implants migrated posteriorly after a fall. The patient went to the clinic on may 8 and notified the surgeon about the fall while taking out the trash cans. Unknown date on the fall. The surgeon assumed that the cage migrated and had a CT scan done to confirm. According to the surgeon, the implants that are in the patient are not concorde lift but was possibly concorde bullet proti. There was no revision confirmation and patient symptoms are unknown. This complaint involves one (1) device.